Manufacturer narrative:
This report is being submitted with adding information on block h10 MDR report number per FDA email.

Event description:
It was reported (via medsun uf/importer report # (B)(4)) that after the monarch bronchoscopy procedure the patient experienced a pneumothorax.